Event description:
It was reported that pump experienced malfunction alarm identified as malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset pump, was informed that pump could continue to be used, and was instructed to call back if any malfunction code occurred again, which customer acknowledged and understood.